Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 0.8mg/day at a concentration of 4mg/ml of dilaudid and an unknown dose at a concentration of 10mg/ml of bupivacaine via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that on (B)(6) 2016 during a refill procedure there was a discrepancy in the expected and actual amounts of drug in the reservoir. Expected was 4.1 ml and actual was 8 ml, on (B)(6) 2016 the expected was 4.2 ml and actual was 7 ml, on (B)(6) 2016 the expected was 4.5 ml and actual was 17 ml. On (B)(6) 2016 a dye study was scheduled but the doctor was unable to aspirate the catheter. Surgery is planned for (B)(6) 2016 to revise the pump and patient experienced an increase in pain but is alive with no injury at the time of this report. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The pump, pump connector, and catheter were replaced on (B)(6) 2016. The patient was doing well, according to the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.